Event description:
It was reported three weeks post-implant the patient twisted slightly while getting up from the couch. The stimulation felt different. The patient had stimulation that presented with a twisting motion of the torso. All lead impedances were within normal range. The neruostimulator functioned properly. The patient was reprogrammed to use the lower electrodes on the lead. The reprogramming was successful at eliminating most of the migratory stimulation. The patient was advised to limit the amount of activity to allow scarring of the lead to the dura. The patient had great parasthesia and was very satisfied with the device. No devices were explanted. In 2007, the incisions were healed. There were no signs of redness or swelling. The patient was not tender to touch. Eleven months later, it was reported that patient sustained personal injuries with devices implanted in 2007.

Manufacturer narrative:
.